Event description:
An astral device was returned to the resmed (B)(4) service center after a flow sensor fault occurred during an internal self-test. There was no patient harm or injury reported for this incident. MFR# 3004604967-2015-00248.